Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein with a prostyle device using the pre-close technique prior to an interventional cardiac ablation procedure. Reportedly, the device was successfully pre-flushed with saline prior to the procedure. However, upon advancement into the anatomy, no blood flow was observed from the marker lumen. The marker lumen was then flushed again, but there was no blood flow observed from the marker lumen upon device reinsertion into the anatomy. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large bore sheath, and the cardiac ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initial filed report, the following additional information was received: the initial sheath size was 7f and the upsized sheath was 10f. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.